Manufacturer narrative:
A ge rep evaluated the system and replaced the generator power supply. The system operates as intended.

Event description:
The customer reported intermittent communication failure error messages which would result in a system lock-up. There is no report of pt injury or death.